Event description:
During a lap nephrectomy procedure, part of active blade broke-off. Because of the whereabouts of the broken piece was unknown, the pt needed x-ray to verify. However, the piece was not found.